Manufacturer narrative:
The lead is not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated at a device follow-up. Several programmers, wands, and power cords were tried, without success. The device was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced, as the reason for the device issue was not known so a lead issue could not be ruled out. The chronic atrial lead remained in service with the new device and new rv lead. It was noted the device was still not able to be interrogated after it was explanted. No additional adverse patient effects were reported.